Event description:
It was reported that the patient experienced a shocking sensation while lying down. The shocking sensation began about one week after the patient had a hard fall where she fell on her side and hit her chin. The patient felt a "zap" that started at her left knee and went down to her ankle when lying down, but the sensation went away when she bent her knee up. It was noted that the patient had not called her physician about the issue, and had recently had a lumbar fusion surgery and was unable to leave the house. It was also noted that the patient "was very happy" with the implantable neurostimulator (ins) until the shocking began and it had resolved her bladder issues. Follow up information was received from the patient that indicated she still had concerns about her therapy or device, but was working with her physician. An appointment date of (B)(6) 2012 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v342088, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received from the hcp reported that the event was not due to the ins. The patient also experienced the sensation when the device was turned off.